Manufacturer narrative:
If the driver is not fully seated or if the handle is turned too quickly instead of in a slow, controlled manner, a partially engaged driver tip may be exposed to higher-than-intended torque, increasing the risk of failure. To prevent this, users should ensure full driver engagement, applying torque while axially pushing down the driver and avoid rapid force application.

Event description:
Klimt expansion driver was used to expand the klimt implant 1-1.5mm, and was then removed so the surgeon could reposition the cage. The surgeon reengaged the driver into the cage to expand more height, and the handle was turned until a loud snap sound was heard. Upon removal of the driver, it was found that the driver tip had broken off in the implant. The surgeon was unable to expand the implant anymore. Clinical made sure there were no debris left outside of the implant in the patient. No patient harm was reported.sedrick peck (ctl clinical rep) who was present for the case believes the driver was not properly seated before the surgeon started turning the driver.